Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) female patient presenting for hemodynamic support via the impella cp optical device. During support, the patient endured an ischemic stroke that which the impella could not be ruled out as a causal/contributory factor.